Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe/chronic pelvic pain') in an adult female patient who had essure (batch no. 867600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope, hypoglycemia, hypotension, seizure and tonsillectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual period") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, back pain, abdominal pain, migraine and fatigue had not resolved and the medical device discomfort outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, heavy menstrual bleeding, medical device discomfort, migraine and pelvic pain to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2011. Number of coils present on the right: 4, number of coils present on the left: 4. Patient reported postpartum exam ¿ status: active and also reported pregnancy ¿ status: active most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information, medical history and essure indication and lot number added. Date of insertion and reporters causality was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe/chronic pelvic pain') in an adult female patient who had essure (batch no. 867600-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope, hypoglycemia, hypotension, seizure and tonsillectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual period") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, back pain, abdominal pain, migraine and fatigue had not resolved and the medical device discomfort outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, heavy menstrual bleeding, medical device discomfort, migraine and pelvic pain to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2011. Number of coils present on the right: 4, number of coils present on the left: 4. Patient reported postpartum exam ¿ status: active and also reported pregnancy ¿ status: active lot number reported (867600) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe/chronic pelvic pain') in an adult female patient who had essure (batch no. 867600-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope, hypoglycemia, hypotension, seizure and tonsillectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual period") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, back pain, abdominal pain, migraine and fatigue had not resolved and the medical device discomfort outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, heavy menstrual bleeding, medical device discomfort, migraine and pelvic pain to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2011. Number of coils present on the right: 4, number of coils present on the left: 4. Patient reported postpartum exam ¿ status: active and also reported pregnancy ¿ status: active. Lot number reported (867600) is invalid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information: reported batch is invalid. No changes in previous ptc investigation were made. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.